Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 26. Details of surgery: primary stability not achieved, implant surface not completely covered w/bone and ridge augmentation. On (B)(6) 2019, non-osseointegration was verified. Patient presented with bone type IV and poor oral hygiene. The device was sent to the manufacturer. At the event the patient experienced: infection, mobility, swelling, increased sensitivity and inflammation. No further patient complications were reported.